Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who requested a nibp pump and indicated they are able to replace the part independently. Based on the information available and the testing conducted, the cause of the reported problem is nibp pump. The reported problem was confirmed. The rse ordered and shipped a replacement nibp pump to the customer site. Section e: reporting institution phone # (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the non-invasive blood pressure (nibp) pump of the x3 swells without stopping. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.